Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 25 mm amplatzer amulet (acp2) was implanted utilizing a 12f amplatzer torqvue 45x45 delivery sheath. At the end of the laao procedure, the patient complained of discomfort in the throat. A tte was negative for a pericardial effusion. Within three hours following the procedure, the patient again had discomfort, nausea, and hypotension with bradycardia. A second tte demonstrated a minor pericardial effusion which was treated with fluid, atropine and analgesic. Serial ttes were completed with no further development or effusion. On (B)(6) 2016, the patient was febrile and analysis revealed an elevated c-reactive protein (crp). On (B)(6) 2016, pleural effusion was noted on chest x-ray and the following day IV antibiotics were administered. An echo on (B)(6) 2016 revealed an effusion which was drained by catheter. On (B)(6) 2016, the patient was discharged on oral antibiotics. On (B)(6) 2016, the patient was re-admitted to the hospital for bilateral pleural effusions which were drained and treated with diuretics. On (B)(6) 2016, the patient was discharged. Per report, the patient has a history of kidney transplant and was on immunosuppressive therapy. (Clinical study patient ID: (B)(6)).